Event description:
The following literature article was referred to in a presentation at the (B)(4) annual meeting of (B)(4), held in (B)(4). (B)(4). The exact date of deployment is unk, though it was sometime in (B)(6) 2011. A (B)(6) man underwent a coronary angiography and a percutaneous transcatheter angiography (ptca) of the right common iliac artery. An angio-seal (unk model/lot) was deployed for hemostasis in the right common femoral artery puncture. Twelve days after the angio-seal deployment, the pt returned to the hospital with a fever, redness, and pus drainage at the puncture site. An echo revealed a 25mm pseudoaneurysm. The pt was admitted to the hospital and diagnosed with an infectious pseudoaneurysm based on the echo findings. The pt was treated with antibiotics as a conservative therapy, which resulted in decreasing the inflammatory response. The puncture site continued to bleed, and the pseudoaneurysm continued to expand. The pt was transferred to another hospital ((B)(6) heart center) for surgery, where 3-5cm skin necrosis was observed in the groin region. A surgical debridement and a right external iliac artery-superficial femoral artery bypass graft were done using a portion of the great saphenous vein. After the procedure, a fistula in a local lymph node was observed, but with no sign of infection or inflammatory response. Ten days after this surgery, the pt was transferred back to the hospital where the angio-seal was deployed.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device instructions for use (IFU) caution that a av fistula or pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.